Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 5fr d/l powerpicc catheter. Usage residues were abundant throughout the sample. A partially circumferential split was observed at the interface between the luer adapter and the extension tube. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent; however, a leak was observed emanating from the site of the aforementioned split. Tactile inspection of the sample revealed material weakness in the vicinity of the split. Microscopic inspection of the split revealed a dull and granular fracture surface. Beach marks were observed throughout the fracture surface. Catheter buckling and deformation was observed in the vicinity of the split. The split characteristics, material weakness and accompanying catheter deformation were consistent with material fatigue due to repetitive torsional (twisting) stress. The location of the damage suggested that luer adapter accessing and de-accessing likely contributed to that repetitive stress.

Event description:
Facility reported to the sales representative that the PICC line extension leg was leaking from a break where the hub and the catheter meet. No patient injury was reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device is being retained by the reporting facility. A lot history review (lhr) of reav0285 showed no other similar product complaint(s) from this lot number.

Event description:
Facility reported to the sales representative that the PICC line extension leg was leaking from a break where the hub and the catheter meet. No patient injury was reported.